Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient the iabp's monitor display went black and stopped pumping. When the iabp was rebooted it displayed "electrical test fails code #4" and did not restart pumping. The iabp was replaced to continue therapy. No patient harm or serious injury was reported, and there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer evaluated the iabp and could not duplicate the alleged malfunction. However, the fse did verify the alarm in the fault logs. The fse replaced the display controller printed circuit board, the main printed circuit board, and the datasettes. The iabp was then cleared for clinical use and returned to the customer.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient the iabp's monitor display went black and stopped pumping. When the iabp was rebooted it displayed "electrical test fails code #4" and did not restart pumping. The iabp was replaced to continue therapy. No patient harm or serious injury was reported, and there was no adverse event reported.